Manufacturer narrative:
(B)(4). Anti-backup failure the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 2 conforming and 2 partially formed clips were fed due to the antibackup feature was non-functional and then, it locked out as intended. It could not be determined what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the clip was not fed into the jaws though the device functioned at the 1st firing as intended when it was checked functionality out of the patient. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.